Manufacturer narrative:
(B)(4). The device did not return for evaluation; therefore a failure analysis of the complaint device could not be completed. A conclusive cause for the reported unraveled knot could not be determined. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device.

Manufacturer narrative:
(B)(4). The customer reported the device was discarded. Investigation is not yet complete. A follow up report will be submitted with all additional relevant information.

Event description:
It was reported that a common femoral artery (cfa) arteriotomy closure was attempted prior an abdominal aortic aneurysm (aaa) procedure using a pre-close technique. The arteriotomy was 6fr. Reportedly, the proglide deployed but the knot had unraveled; another proglide was successfully used. The sheath was upsized to 14fr and the aaa procedure was completed. Hemostasis was achieved with two proglide sutures. The physician is reportedly trained in the use of the proglide device and established in the preclose technique. There were no adverse patient sequelae reported and no clinically significant delay in the procedure. No additional information was provided.